Event description:
Report received of a non-delivery with no pump alarm, due to an operator error in priming the tubing set. A new nurse programmed the pump in the piggyback mode to deliver 1000ml of an unspecified hydration solution at a rate of 40ml/hr on the primary line and 100ml of cipro at a rate of 200ml/hr on the secondary line. The solution containers were reportedly hung in the correct position with the secondary bag higher then the primary. After an unspecified length of time, the nursing supervisor noticed that "the secondary line was not infusing but the primary line was infusing". There was no reported audible alarm. The infusion was stopped, and it was noted that the secondary solution line was "not purged of air". Using the original tubing set, the secondary line was primed with solution to remove the air and the infusion continued without further incident. There was no reported adverse patient effect.